Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18136) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to hospital after receiving a vibration alert due to eri. The physician suspected premature battery depletion. The device was explanted and replaced. Patient was fine after procedure.